Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient during an operation and the arterial trace and pressure value could not be read. There was an "iab optical sensor failure" alarm generated. The pressure was monitored via connecting ECG (electrocardiogram) to the patient. Approximately 5 hours after the alarm, the device was able to read the numerical value of the pressure before the arterial trace. The customer states this is an intermittent issue that they encounter from time to time. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problems. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient during an operation and the arterial trace and pressure value could not be read. There was an "iab optical sensor failure" alarm generated. The pressure was monitored via connecting ECG (electrocardiogram) to the patient. Approximately 5 hours after the alarm, the device was able to read the numerical value of the pressure before the arterial trace. The customer states this is an intermittent issue that they encounter from time to time. There was no reported injury to the patient.